Event description:
This spontaneous report (B)(4) from the united states of america was reported by a male consumer (age unspecified) who noticed that it got hard plastic on the edges that were pointed and got chipped tooth while using the a&h spinbrush pro whitening. On an unspecified date, the consumer initiated a&h spinbrush pro whitening via the dental route. While using the product, he complained that it was moving way too hard and fast with the part that goes up and down, and it got hard plastic on the edges that were pointed, and it hit his tooth and got chipped. No additional information was available. The action taken with a&h spinbrush pro whitening was unknown. The outcome of the event chipped tooth was unknown. The outcome of the event got hard plastic on the edges that were pointed was not applicable.

Manufacturer narrative:
Not avail.